Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened dome switch. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.